Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2022, the surgeon used a bard/davol optifix at fixation device. It is reported that the surgeon attempted to use the articulating lever of the fixation device with excessive force. It was reported that the small plastic piece that covers the screw on the lever popped off and fell onto the floor. The piece of plastic was retrieved. A new optifix at device was used to complete the case. There was no patient injury or harm.

Manufacturer narrative:
It was reported that the small plastic piece that covers the housing screw on the articulating lever popped off. Note, there is no plastic piece that cover the housing screw on this device. Initial evaluation of the sample finds a piece of the articulation lever near the housing screw had broken off on one side. The same break occurred on the opposite side of the articulation lever but there was no material breaking free from the lever. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 440 units released for distribution in june 2022. Sample evaluation in process.

Manufacturer narrative:
It was reported that the small plastic piece that covers the housing screw on the articulating lever popped off. Note, there is no plastic piece that cover the housing screw on this device. Initial evaluation of the sample finds a piece of the articulation lever near the housing screw had broken off on one side. The same break occurred on the opposite side of the articulation lever but there was no material breaking free from the lever. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned sample found material damage in one side of the articulation lever, for which the material section broke off of the device near the housing screw, and material breakage on the opposite side of the articulation lever in the region near the housing screw as reported. No manufacturing anomalies were found. Based on the sample evaluation and information provided, the reported event is confirmed. Root cause for damage to the articulation lever is the result excessive force by the first time user as was reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2022, the surgeon used a bard/davol optifix at fixation device. It is reported that the surgeon attempted to use the articulating lever of the fixation device with excessive force. It was reported that the small plastic piece that covers the screw on the lever popped off and fell onto the floor. The piece of plastic was retrieved. A new optifix at device was used to complete the case. There was no patient injury or harm.